Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed on (B)(6) 2025. A watchman fxd curve double access system (was) was positioned and a 35mm watchman flx pro closure device and delivery system (wds) was implanted. At the routine 45 day follow up, transesophageal echocardiography (tee) imaging revealed that the closure device had shifted proximal and had a large leak. The closure device was retrieved percutaneously with the use of a non-boston scientific (bsc) grasping device. A non-bsc laac occluder was prepped and implanted. No patient complications were reported.